Event description:
It was reported that during a left kidney resection procedure, the device was closed onto the renal vein. The device was attempted to be fired, but the firing trigger would not close. The device then was attempted to be opened, but could not open device. The device was locked onto the vessel. To remove the device the surgeon clipped both sides of the vessel with hemolock clips and then transected the vessel removing the device. Clips and suture were used to complete the case. Patient was transfused with blood.